Event description:
Zeiss ent microscope checked before start of case by staff (light working). At start of case light worked then shut off, could not re-illuminate. Eye microscope then another microscope brought into room; did not function as needed to complete case. Surgeon performed myringotomy with no tube insertion. Or supervisor notified. Device checked by clinical engineering / staff said light went out in middle of case - checked all connections. Device checked unit; could not duplicate. Device was in full working order. Returned device to or. Dr. And staff reported the device is working properly.